Event description:
The customer reported that the device fails to detect the therapy cable during operational check. There was no pt involvement; this occurred during testing.

Manufacturer narrative:
(B)(4). The customer reported that the device fails to detect the therapy cable during operational check. There was no pt involvement; this occurred during testing. The device was evaluated at philips. The symptom was confirmed. The cause of the issue was localized to the power pca. The power pca was replaced to resolve the issue. The device passed all testing and was shipped back to the customer. This was a malfunction of the power pca.